Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found that the hypotube was kinked at 7.5cm distal to the strain relief. This kink is consistent with excessive force having been applied to the shaft. Visual examination of the bumper tip found no damage or issues with its profile. The balloon did not appear to have been subjected to any positive pressure. A visual examination of the stent found that the stent was pulled distally on the balloon resulting in the proximal edge of the stent being positioned over the distal markerband. The distal end of the stent was positioned out over the tip of the device. An examination of the balloon found a clear impression of the stent crimp on the balloon material. The stent exhibited signs of minor bunching. A visual and tactile examination of the outer and midshaft section found no issues with their profile. No other damage was noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. The lesion was predilated and a 12x4.00mm promus premier¿ stent was selected to treat an acute myocardial infarction. The device was advanced but failed to cross the lesion. The procedure was completed with a 4.0x12mm non bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage and stent movement on balloon.